Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing ripped within 2 minutes of transfusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of broken tubing was confirmed. Visual inspection showed that the tubing was separated from the filter outlet port. Visual inspection under magnification showed no bonding solvent at the engagement of the tubing and the filter port. Functional testing was not performed due to the separation. Dimensional testing found that the tubing was within the required specifications. The root cause of the separated tubing is lack of bonding solvent having been applied at the engagement of the tubing and the filter port.